Manufacturer narrative:
(B)(4). A visual evaluation was performed and found that the stent was kinked in several locations in proximal pigtail and the shaft of the stent was bent. Device under tortuous condition due to patient anatomy or customer use/manipulation/maneuvering can cause the delivery system to bend / coil leading to kinks and bends in the stent, resulting in difficulty advancing the stent to the target site. Therefore, ¿operational context¿ is selected as the most probable root cause for the complaint. The device history record review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a c-flex¿ biliary stent was used in an endoscopic retrograde biliary drainage (erbd) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician attempted to dilate the target lesion using a hurricane balloon and deploy the c-flex¿ biliary stent, but the stent did not pass through a severe stricture in the biliary duct. After multiple attempts to pass the stricture, the physician decided that the procedure could not be completed. There were no patient complications as a result of this event, and the patient's condition at the conclusion of the procedure is reported to be "good". This event has been deemed a reportable event based on the investigation results; stent kinked.